Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage and it was stuck in bone. A surgical delay was reported; however, it is unknown for how long. No additional information was provided after several attempts.

Manufacturer narrative:
The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received indicated that the drill used with the perforator was an electric anspach and the perforator clicked in place with the drill. It is unknown if the recommended spring tests between each burr hole were performed.

Event description:
N/a